Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the health care professional (hcp) requested device review from boston scientific technical services (ts). Upon review, it was found that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial channel. No out of range impedance measurements were reported. The mv feature remains on and there were no adverse patient effects reported. In addition, automatic threshold measurements were performed successfully and reported within normal range. Device optimization was recommended. This pacemaker remains in-service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.